Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2016 patients right hip was implanted with strkyer products. On (B)(6) 2016 the right hip dislocated. On (B)(6) 2016 the surgeon attempted a closed reduction for the dislocated hip and was unsuccessful; therefore he had to open the patient to repair but nothing was explanted.